Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient experienced urgency, urine leakage, recurrent urinary tract infections, bladder pain, dyspareunia, abdominal and pelvic pain. All other information is unknown.